Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a laparoscopic cholecystectomy, the instrument did not pass through the trocar smoothly. The instrument got caught in the trocar, and the trocar moved into the patient cavity. Nothing fell into the patient cavity. To complete the case, another device was used. No patient injury or extension in surgical time.